Manufacturer narrative:
An analysis was performed on the returned device. The retraction problem was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. It is possible a posterior needle tip deflection occurred which likely was significant enough to cause a resistance when attempting to pull the plunger. Once the plunger was pulled a material separation of the link occurred. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after a diagnostic procedure with a 6fr sheath. Reportedly, when pulling back the plunger, the plunger became stuck. The plunger was ultimately simply removed without the use of force. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.